Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Corrective actions included advising the customer that they would receive a replacement pump with updated software, and the customer was instructed to switch to an alternate insulin delivery method to ensure continuity. Tandem technical support confirmed the shipping details, provided instructions for returning the faulty pump, and ensured the customer understood the necessary steps for using the replacement.